Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. This device was subjected to an passed all returned product testing. The device was found to have met specification.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient showed shortness of breath, it was also indicated that this pacemaker was not working and it was explanted. No additional adverse patient effects were reported.